Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the injection port. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the issue was identified before use, in the pharmacy. H4: the lot was manufactured from mach 28, 2022 - march 30, 2022. H10: the device was received for evaluation containing fluid in the bladder. Visual inspection revealed backflow (leak) at the fill port when the fill port cap was removed. The cause of the leak/backflow was due to a particle stuck under the checkband of the device. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) test. Acrylic is the raw material of the device stressmember which is located inside the bladder. The reported condition was verified. The most probable cause of the particle under the checkband is due to the manufacturing process. A leak from fill port does not indicate a breach in fluid path: the end user (patient) does not interface with the fill port during use, and the fill port has a protective cap closing off this element of the device. A pharmacist/clinician filling the device takes special precautions to avoid exposure to medication therefore this event would be unlikely to cause harm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.